Event description:
The surgeon implanted an aq2010v silicone lens but the trailing haptic got stuck in the injector and broke off. The incision was enlarged to remove the lens but sutures were not required. The facility stated it was unknown as to why the hapitc tore. An msi-pm injector was used but the lot number was not provided by the facility. An aq2.8s cartridge was used and the lot number was 1192193.